Event description:
As reported by the user facility: detailed inquiry description: the nurse reports that they are spending too much time taking care of pumps instead of taking care of patients. She is very concerned for her patient population where the timing of the chemo and rates are based on cancer growth. There have often been delays in the administration by hours because of the constant alarming of the pumps. They spend hours removing tubing and flicking the lines to try and resolve the air bubbles. She states the pumps have been an unsafe addition and are leading to further nurse burnout. B. Braun manager of clinical success reported that the events were reported during an onsite visit on (B)(6)2023 and that no serial numbers were noted during the visit. She added that many times, the nurses report there are no visible air bubbles. If they are present, it is a tiny microbubble that should not be large enough to trigger the air bubble alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.